Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The sample was found to have a 1-way stopcock luer crack which results in pressure drops. The complaint is confirmed. The lot number was unknown; thus, the device history record could not be reviewed and a search of the complaint database could not be performed.